Event description:
The customer reported the images appeared frozen on the system's monitors. No report of pt injury.

Manufacturer narrative:
The service call was cancelled. The customer indicated the system was obsolete and it would be retired.